Event description:
It was reported that a malfunction occurred on the pump, identified as malfunction code malf 0. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support to reset the pump, which resolved the issue, allowing continued use of the pump without recurrence of the malfunction.